Manufacturer narrative:
Additional information: d9, h3, h4, h6(update codes), h11. H11: the actual device was received for evaluation with 30ml of fluid in the bladder. A visual inspection revealed blood inside the connector line, with no evidence of blood in the sample line. Removal of the connector showed evidence of continuous flow of fluid out of the distal luer. A functional flow rate test was performed and the results were found to be within the product specification range. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that blood was backflowing into a small volume infusor. The blood backflow was observed during patient infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.